Manufacturer narrative:
The suspect device will not be returning for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Event description:
The account alleges that a stemi patient was admitted straight to the interventional cath lab for a percutaneous coronary intervention [pci]. A coronary angiography was preformed confirming a clot within the within the patients right coronary artery [rca]. An emergent thrombectomy and coronary stent deployment was successfully preformed. While taking the last angiogram of the patient's coronary artery air was accidentally introduced into the system and was injected into the patient's rca. The patient started to display symptoms of a stroke and was transferred to radiology department for computerized tomography (CT) scan and further testing. The account alleges that the air was introduced somehow through the contrast line. The manifold device was hard to use. The event required staff to remember necessary steps to prevent air from entering the system and required tubing to be always vertical during injection.

Manufacturer narrative:
The suspect device will not be returning for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.